Event description:
This patient was admitted to the ER on (B)(6) 2014 due to ventricular tachycardia. There is evidence of noise on the rv channel. The ICD was explanted on (B)(6) 2014. The explanting physician's office, following physician's office, and memorial hospital west would not provide information regarding the disposition of this lead. It is not known if this lead was capped or explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artifacts in the ff and rv channels, which led to the detection of vf episodes. Shocks were delivered. These observations suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.